Manufacturer narrative:
Other text: d4 UDI and g5 are unknown. No product information has been provided to date. The device showed wear and tear damaged top and bottom enclosures. The membrane switch was outdated. The technician started with a visual inspection then attached test hose, plugged in line cord, pressed the on button, and selected high on the keypad. The temperature of the device continued to go up. The technician checked the filter. The filter was very dirty and clogged. The technician installed a new filter and the temperature was back to normal. The reported issue was confirmed. The device overheated because of the severely clogged filter. The root cause of the reported issue was due to the customer not following the recommendations of changing the filter. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the customer wanted to replace 4 old units with the new ones. The customer mentioned it was because the current units were overheating (going above the max heat setting) and that the cords needed to be wiggled sometimes for the units to work. No patient injury or involvement was reported.